Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Event description:
This report was received from global pharmacovigilance (gpv) and is spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). Action taken with dianeal therapy was not reported. On (B)(6) 2012, the patient experienced peritonitis. On an unreported date, the patient began remedial therapy fortum (1gm, ip, every day) and refline (1gm, ip, every day). On (B)(6) 2012, the patient began additional remedial treatment with vancomycin (2gm, ip, every day for 7 days). The cause of the peritonitis was unknown. The patient was recovering.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.